Event description:
It was reported that a patient underwent a debridement and suturing surgery on (B)(6) 2025 and suture was used. The patient was admitted for surgical treatment due to a secondary open rupture of the achilles tendon caused by accidental trauma at home. During the operation, it was found that the achilles tendon was severely damaged and had poor strength. Therefore, absorbable suture anchor bolts were used to fix and maintain the strength of the achilles tendon, and suture was used for suturing. Subsequently, a closed wound negative pressure suction kit was used to cover the wound and treat it. The patient recovered well after surgery and was discharged. After about 16 days of discharge, the patient found that the distal end of the wound did not heal well when the stitches were removed in the outpatient department. The patient was readmitted for debridement and suturing surgery, and the wound recovered well after surgery. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. The following information was requested but unavailable: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? What symptoms of poor wound healing did the patient experience following the index surgical procedure? Please describe any medical/surgical intervention required for this suture event including dates and results. What was the appearance of the suture during re-operation? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.